Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing probably related to sense b noise. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, during troubleshooting the artefacts could not be reproduced. The patient was successfully reprogrammed to the secondary vector. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing probably related to sense b noise. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise and exhibited oversensing that resulted in an inappropriate shock with no conclusive evidence of a product performance issue or inadequate lead-to-electrode connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the nature of incident field for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: with all of the available information, and information from the field regarding patient testing performed, the investigation determined this device exhibited oversensing due to noise that was consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, a definitive cause of this sensing behavior has not been determined. Boston scientific is committed to investigating and understanding the root cause of both confirmed and unconfirmed product performance issues; however, extensive electrical and mechanical investigation found no conclusive evidence of a product issue or inadequate device-to-electrode interface. The investigation concluded that the emblem s-ICD system is performing within design, safety, and anticipated product performance expectations. Although the investigation associated with this behavior is closed, boston scientific will continue to monitor these events as outlined in our quality systems processes, should they occur. A risk review performed for the emblem s-ICD device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing probably related to sense b noise. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, during troubleshooting the artefacts could not be reproduced. The patient was successfully reprogrammed to the secondary vector. This s-ICD remains in service. No adverse patient effects were reported.